Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The device was able to restore all parameters, the capture and sensing were tested and results were unchanged. The device remains in use. No patient complications have been reported as a result of this event.